Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 502 mg/dl. Customer advised the insulin pump does not rewind, it does not take the reservoir and it does not allow the patient to input the date. Customer advised that the patient has used manual injections. Customer received a low reservoir and bad battery alert on the insulin pump. Customer did not have a low reservoir and they were able to perform and pass the self-test.